Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st, 2nd & 3rd. What vessel or structure was the device fired on at the time of the event? Pulmonary artery or vein. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, still scissored clips.

Event description:
It was reported that during a left lobe procedure, the device was removed from the package and the clip loaded in the jaws. The device was fired twice inside the cavity and both clips were scissored. One stayed on the tissue, and fell off later. The device was taken out of the patient and test fired on the back table with the same results; the clip scissored. A new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.